Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11-sep-2025, it was reported that a beta bionics ilet user was unable to unlock the device during a supply change. The issue was resolved by restarting the pump, and the user successfully completed the supply change. Blood glucose levels were unaffected, and there was no report of end-user harm or adverse event associated with this case.